Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and advised the caller to wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.